Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and sensor with inaccurate readings. Blood glucose was 44 mg/dl and sensor glucose was 159 mg/dl. Customer did not indicate how the low blood glucose was treated. Blood glucose at the time of the call was 162 mg/dl. Customer stated that they received sensor updating not available alert and calibration not accepted alert. Customer was unable to run test on transmitter. The insulin pump will not be returned for analysis.